Event description:
It was reported that patient received an alert via remote transmission for non-sustained lead noise due to post-paced t wave oversensing on the ventricular channel. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.